Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A technician reported that during an intraocular lens (iol) implant procedure, one haptic broke. The lens was removed and an anterior vitrectomy, enlarged incision and suture was required to complete the procedure. It was reported the patient was prescribed eye drops and is improving.